Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient&#38112;pump currently administered baclofen. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The patient was described as being quadriplegic. Since (B)(6) 2015, the patient has been in the hospital due to stage 4 bed sores. Since (B)(6) 2015 (reported as "for five days" as of (B)(6) 2015), the patient's pump had been without baclofen. As of (B)(6) 2015, the patient was hospitalized, had not heard their pump alarming, but was having symptoms of withdrawal/was in the middle of withdrawal. The reason for this was that the patient refused to visit the physician; they would not go back to them. It was further noted that the physician, who the patient refused to see, had at one time given the patient a different pump that was "not a medtronic pump" which contained dilaudid; the patient took themselves off of that pump as it was " a slow way to die". The patient had been given oral baclofen to help with their symptoms, however this was not helping. The patient was in excruciating pain, experienced rigidity, was spastic/having spasms, had trouble breathing, and his legs were drawn up. The patient could not move his legs as they were cramping up. The patient was inquiring about his options as opposed to "sit in bed and die with an empty pump." The patient had also contacted another physician that used to help them. The patient needed someone to fill the pump in the hospital and adjust the pump therapy so he could go on with their normal life. Physician listings were provided as requested; redirection of the patient to a healthcare provider (hcp) was recommended. Additional information regarding the nature of the pump alarm, diagnostic testing/troubleshooting related to the empty pump, actions taken to resolve the issue, and event outcome was requested. If additional information is received, a follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; see pe# (B)(4) - pump leaking, run out of baclofen, pain, replaced 2014].

Event description:
On (B)(6) 2016- additional information was received from a consumer indicated on "(B)(6), the pump ran out at". The patient started withdrawal the spasms where the most intense and painful occurrence one could stand. The patient was unable to sleep for over two days. The spasms were so intense that every time the patient turned he would "pass out over and over".

Event description:
Additional information was received from a consumer. The patient was quadriplegic (preexisting condition). The patient experienced withdrawal it almost killed him. The hcp withdrew intrathecal baclofen medication out of the pump and did not put it back. The hcp wanted to see how the patient would do without the medication even though the patient had enough medication to cover him until (B)(6) 2015. The patient had to call around for another hcp to assist them. It was noted that the manufacturing representative came out. Additional follow-up was being conducted to obtain clarification regarding the event that almost killed the patient; if additional information is received this report will be updated.